Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 500 mg/ml gablofen at 268 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient's pump was empty when the pump was read on (B)(6) 2016. It was noted the patient refused his refill on (B)(6) 2016, so they filled his pump with saline and programmed it to the lowest simple continuous dose. It was further noted that they did not aspirate the catheter access port. Then, on (B)(6) 2016, the patient reported having symptoms of withdrawal, so they filled the reservoir with baclofen. The patient's symptoms were noted to be altered mental status, forgetfulness, confusion, low blood pressure. It was noted to have started a couple days ago with the patient having a little forgetfulness, but "this morning" ((B)(6) 2016), he did not know what happened to him about his accident, he couldn't remember that he couldn't walk, and the patient had been really drowsy. Additional information has been requested regarding troubleshooting or diagnostics performed; actions/interventions taken; cause of the empty pump and symptoms; and outcome of the event, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.